Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. All information reasonably known as of 19 dec 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
It was reported that the patient moves his arms back and forth across his chest, which has rubbed against his stoma site. He has recently wiped away some blood from the stoma site. Hydrocortisone cream and silver dressing are being used for treatment. The device remains implanted. No injury reported. Per additional information received on 06dec2022, hydrocortisone cream and silver dressings were prescribed by the public health nurse who is managing the patients treatment.